Manufacturer narrative:
Device evaluation: for the purposes of risk and review, the scope of zpsof / zepdf will be taken as the exact rpns are unknown only the below summary of the stent type descriptions: geenen pancreatic stent - 5-fr, 3-cm stent with outer flaps and without an inner flap. Geenen pancreatic stent - 5-fr, 5-, 7-, or 9-cm stent with inner flaps and outer flaps. Zimmon pancreatic stent -- 5-fr, 2-cm single pigtail stent without an inner flap. Zimmon pancreatic stent -- 5-fr, 4-cm single pigtail stent with an inner flap. This file is linked to (B)(4). There was no device available for return. Documents review including IFU review: prior to distribution all pancreatic stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as both the rpn & lot number are unknown. As per instructions for use, ifu0055-4, intended use section: "this device is used to drain obstructed pancreatic ducts." Notes section: "do not use this device for any purpose other than stated intended use." Potential complications section: "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contract or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." "Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration." It may be noted that the device was used off-label, outside its intended uses stated in the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. According to the information reported, 0 of the 131 patients who had a stent placed within the pancreatic head experienced mild/moderate post-endoscopic retrograde cholangiopancreatography (ercb) pancreatitis (pep). Mild in 2 patients, hospitalization prolonged for 2-3 d and moderate in 8, hospitalization prolonged for 4-10 d. Complaints of this nature will continue to be monitored for potential emerging trends. (B)(4).

Event description:
Event description: in a retrospective, single center study of patients who received pancreatic stents to prevent post-ercp pancreatitis, 10 of the 131 patients who had a stent placed within the pancreatic head experienced mild/moderate post-endoscopic retrograde cholangiopancreatography (ercb) pancreatitis (pep). No cases of pep were detected in patients (n=16) who had stents were placed in the pancreas body/tail. The authors describe the detection of pep by contrast computed tomography (CT) imaging in all patients. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for prolonged hospitalisation and under the assumption that some form of medical intervention would be required for treatment of pancreatitis.